Event description:
It was reported the signal output connector was broken. The epg (external pulse generator) was returned for repair. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The signal output connector was found to be broken. (B)(4).